Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ air void observed in the gel. ¿ split in patch area, assessed as a workmanship. No further actions are required as the device was implanted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3649950 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch area, it is out of specification per qa 199.04. Also, the events of capsular contracture was unable to observed, however, the workmanship has not relation to reported complaint. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev 6.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of oct 21 through sep 23, was noted 1 outlier in dec 21. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Patient reported a right side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported a right side capsular contracture baker grade iii/IV. Device remains implanted.

Event description:
Device has been explanted and replaced.